Event description:
The customer reported that the system was locking up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor, cpu and the keyboard were replaced. The system was tested and found to be working as intended and put back into service.